Event description:
It was reported that metal powder was found on an a1059 during a pressure test. There was no patient involvement, or injury reported with this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.